Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was experiencing difficulty charging the pump despite using multiple usb cables and wall adapters. Additionally, it was reported that the tandem usb cable was frayed and the customer was utilizing an alternate cable to charge the pump. There was no impact to the customer's blood glucose level due to the reported issue. Reportedly, the customer has manual injections available as alternate insulin therapy.